Manufacturer narrative:
Siemens reviewed the information provided to determine probable root cause. Qc was in range when the initial sample was run. No other patient samples were affected. There were no error codes noted that would suggest any system issue that may have caused the elevated result. Note: before measurement on the advia centaur xpt, the sample was tested for partial thromboplastin time and blood clotting disorder. A low quick was detected, and ptt determination was not possible. The sample was centrifuged and a serapias valve filter was used to separate the serum from the erythrocyte bed. Before the first measurement, the sample was centrifuged several times (at least twice) due to the gelling characteristics. The filter was not removed, but a gel piece that was on the sample was removed before the repeat testing at 22:58:12 and 23:21:57. The serapias valve filter material is polyethylene/polystyrene. Siemens has never validated this type of tube and therefore cannot determine if it is appropriate to use for troponin I testing. While the root cause of the initial falsely elevated result cannot be determined, siemens cannot rule out pre-analytical factors. No product performance issue is confirmed. The customer is operational. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00255 was filed for the same event.

Event description:
Customer observed an elevated advia centaur xpt high-sensitivity troponin I (tnih) result that did not fit the clinical picture or repeat testing. The patient was examined at the cardiac catheter laboratory and was "on a cardiac catheter" for several hours, however there are no reports of adverse health consequences due to the elevated advia centaur xpt tnih result.